Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: a review of the pump¿s black box showed pump not primed warnings with zero force and no cartridge detected warnings. During the load step, the pump failed to recognize the cartridge, emitting a no cartridge detected warning. The force sensor calibration test confirmed the sensor was out of specification. Further performance testing was not able to be performed due to the no cartridge detected warning. Unrelated to the original complaint, investigation revealed moisture visible in the display. A leak test showed leaks at crack in the pump case. The pump was opened and moisture damage found in force sensor housing.